Manufacturer narrative:
Other relevant device(s) are: product ID: psu 9733437 polaris spectra, serial/lot : (B)(4). A medtronic representative went to the site to perform a system check out. The representative replaced the psu and the issue was resolved. The system functioned as intended. The psu was returned for product analysis. The returned psu was found to be fully functional when connected to a known good system. A check of the event log did not reveal any adverse events. The psu also passed an accuracy test (aak) at .09 mm with a passing threshold of .35 mm. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a tumorectomy procedure. It was reported that all the frames/probes were displayed in the tracking view, and the geometry was also favorable at around 0.1. Although the verification method was also implemented without any problems and several instruments were replaced, the issue did not resolve. The passive blunt probe could not be verified using the active cranial frame. "Divot to far" was displayed. Inaccuracy of about five to six was displayed. The scope probe and the active blunt probe could be verified using the active cranial frame. When using the passive cranial frame, the passive blunt probe, the scope probe, and the active blunt probe could be verified. When using the spine passive frame, the passive blunt probe, the scope probe, and the active blunt probe could be verified. The issue was resolved after replacing the position sensor unit (psu). Navigation was aborted due to this issue and the procedure was completed with back up imaging/navigation devices. There was no reported impact on patient outcome or delay to the procedure.